Event description:
The screw cap need to adjust in the surgery, doctor cannot insert. Now the screw was useless.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. Report is being filed on the blocker, a screw is also referenced in this complaint. At this time it is not clear whether the issue is with the blocker or the screw. Investigation is pending, once it is completed reportability of the screw will be re-evaluated.